Event description:
The facility reported an infusion pump with a failure code 814:01. The failure was reported to have occurred during biomed testing. The hospital representative stated that there have been no reports of any patient injury or medical intervention. No additional information available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA jan 25, 2007. Evaluation summary: the reported condition of failure code 814:01 was confirmed by the baxter repair technician. Inspection of the device revealed the failure was caused by the depleted main batteries which had 6 battery discharges below alarm threshold. The main batteries were replaced and the device was tested by the repair technician. Review of complaint history reveals similar reports have been received for this product for the reported issue. The battery issue is currently being investigated under CAPA, and the failure code 814:01 is being investigated.